Event description:
Reporter stated that pt was found in bed, with their fists clenched and their eyes open. Pt was not responsive. Pt's blood glucose measured 25 mg/dl. Reporter attempted to put glucose gel in pt's mouth, but pt would not swallow. The paramedics were called. On their arrival, pt was given a dextrose IV. Pt became coherent 30 minutes later. Their blood glucose measured 151 mg/dl.